Event description:
It was reported that simultaneous flow from primary medication bag and secondary medication bag was observed during use of an unknown baxter IV set. The reported condition occurred during infusion. A patient was involved, but it is unknown if there was patient injury and/or medical intervention needed in association with this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The sample was not returned and there was no lot number provided; therefore, a device analysis could not be performed. If additional relevant information is obtained, then a follow-up MDR will be submitted.